Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a small section of the blue coating of the forceps cev130 bipolar jaws 3mm 350mm (cev130) detached during a procedure and fell inside the patient's abdomen. The blue coating part that fell inside the patient's abdomen was immediately retrieved, and the forceps were replaced. No patient injury or death was reported. However, an "increase in surgery time, probably under 30 minutes but hard to evaluate," was reported.